Event description:
It was reported that the pump shut off unexpectedly. The customer no longer has the pump due to it being lost. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.